Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the subject meter does not turn on during insertion of test strips. The meter could be turned on when using the power button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (07/04/2013). The patient¿s meter and test strips have been returned on 5/14/2013 and 5/31/2013, respectively, and evaluated by lifescan product analysis on 6/25/2013 and 6/27/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have a low battery. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions could be made at this time. Once the evaluation has been completed a supplemental report will be filed.